Event description:
Reportedly the jaws locked on tissue and had to be cut off. Once item was removed the dodtor could not manually open them. Doctor re-stapled using another device to finish the case. Delay time was one half hour.